Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and fecal incontinence. It was reported that they were having issues with the device. Patient reported they had it installed like a week ago and it's not working at all. It only worked for a couple days and then symptoms came back. Patient said they were at the doctor's yesterday and they said it needs to be reset. Requested a call from their manufacturing representative (rep). Agent emailed rep. The patient was redirected to their healthcare provider (hcp) to further address the issue. Additional information was received from the manufacturer representative (rep). When the rep was asked to clarify "they were having issues with the device/it's not working at all", the patient had returned to baseline symptom control. The rep confirmed that this was not caused by normal battery depletion. The rep confirmed that the cause of the device not working was determined. The patient was concerned that their device could have been damaged because it was not turned off for bone density scan; the patient did not experience adverse stim sensory during or following bone density scan. With physical approval, they assisted the patient in using their smart programmer to confirm active therapy, and appropriate sensory response; no communication error messages returned. The patient made a program adjustment from program 3 to program 4 with planned follow up with her clinician, forward. The rep stated the most likely cause of the event was not known, program adjustment were made.